Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2014 with the following findings: a review of the black box revealed a power on reset (por) event on 09/30/2014. The battery cap was not returned; a test battery cap and the returned cartridge cap were used to complete the investigation. The battery compartment was found to be cracked on the side at the threads, and at the case seal. There was moisture/corrosion observed in the battery compartment and the battery compartment was found to be leaking during a leak test. There were no power interruptions or any errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; no intermittent conditions or further moisture ingress was found to the power pcb. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was reportedly no damage to the battery cap but the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.